Event description:
Allegedly, eprd reported 8 new complications for advance® femur revision (1 aseptic loosening and 7 dislocation/instability events). First revision surgery. No further information was reported. This incident is capturing 1 aseptic loosening event.